Manufacturer narrative:
The patient was reportedly revised on (B)(6) 2013, however, all of the specifics were not made available to the manufacturer until (B)(4) 2013. The explanted plate and screws (cat#s 3901-04012c and 3901-04312c) were not returned to the manufacturer for evaluation. The lot number of the plate and screws were also not made available however, a general review of overall manufacturing records for this system has been performed and no manufacturing or material discrepancies have been found. Without the actual device or x-rays, no firm conclusions can be drawn as to the root cause of the screw back-out. A company representative has met with the surgeon to review the surgical technique and to try to determine what may have contributed to the event. We will continue to monitor issues of this nature. Device not returned.

Event description:
Blue ridge screw backed out approximately two months post-operatively. The patient was revised; however, the specifics of this incident were not made available in full to the manufacturer until (B)(4) 2013 .